Event description:
It was reported that this right atrial (ra) lead exhibits a fracture, evidenced by an x-ray performed in the ER. No additional adverse patient effects were reported. Patient to attend physician's office.

Event description:
It was reported that this right atrial (ra) lead exhibits a fracture, evidenced by an x-ray performed in the ER. No additional adverse patient effects were reported. Patient to attend physician's office.